Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call reservoir leak and high blood glucose. The customer's blood glucose was 488 mg/dl at the time of incident. Trouble shooting was performed and found reservoir leaked at the snap cap. There was no insulin visible in the insulin pump. Advised will replace reservoir and customer sending product for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed a visual inspection using dop114-811 doc appendix f; and found reservoir¿s barrel with physical damage (broken barrel¿s neck). Evaluated 1 open/used reservoir. Performed pre-fill reservoir test per des8654. Reservoir leak; performed a visual inspection using dop114-811 doc appendix f; and found reservoir¿s barrel with physical damage, a cut(slash) to barrel¿s neck, right below from snap-cap.